Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately erratic. The readings were 165 mg/dl, 225 mg/dl and 185 mg/dl within 10 minutes. No medical attention was rec'd or actions taken by the pt. The customer care rep performed troubleshooting and twice the control solution test was not within range. There is indication based on the info obtained from the pt that the product malfunctioned due to the control solution test not passing.